Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Stenosis is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that (B)(6) 2013, the patient underwent a coronary procedure to treat silent ischemia. A 2.25 x 15 mm xience prime stent was implanted at the target lesion in the distal left anterior descending (lad) artery. On (B)(6) 2015, two year follow up was performed and restenosis in the 2.25 x 15 mm xience prime was noted on angiography. The patient was asymptomatic and no treatment was provided; however, intervention is scheduled for (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
(B)(4). Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, additional information was provided, which indicated that the restenosis noted on (B)(6) 2015 was treated via a revascularization procedure on (B)(6) 2016. A drug eluting stent was deployed at the restenosed lesion in the distal left anterior descending coronary artery. The patients condition resolved. No additional information was provided.